Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A territory manager (tm) called into zoll on (B)(6) 2014 to report that a (B)(6) female pt was treated. The pt conscious at the time of the event. The pt's son said that his mother fell on the floor, blue get came out, and she was treated. After review of the downloaded data, it was confirmed that the pt received two inappropriate treatments at 13:11:07 and 13:11:55 on (B)(6) 2014. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. Ems was called and the pt ended use of the device.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Ems was called and the pt ended use of the device. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): reuse; electrode belt sn (B)(4): 01/01/2008 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg